Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing after changing the cartridge and infusion set. The customer was able to insulin drips from the tubing after a third new infusion tubing. The customer reported experiencing continous elevated blood glucose (bg) levels of 540 - 550 mg/dl after changing the cartridge and infusion set. The customer administered a manual injection to address bg level. Troubleshooting with tandem technical services found no issues with the pump.